Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via social media regarding a patient implanted with a neurostimulator. It was reported that the patient had a defective electrode. No patient symptoms were alleged and no further complications are anticipated. See related regulatory report 3007566237-2017-04527.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via social media regarding a patient implanted with a neurostimulator. It was reported that the patient had a defective electrode on two occasions. No patient symptoms were alleged and no further complications are anticipated.